Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. Wear of the accolade stem was confirmed on review of the device by a material analysis engineer. Method & results: device evaluation and results: a visual inspection was performed by a material analysis engineer which noted; damage observed on the trunnion of stem consistent with contact against the head taper. Damage consistent with the explantation process also observed on the stem. Biological fixation also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records noted ; review of these records confirms dissociation of a constrained liner from an acetabular shell occurred. X-rays demonstrate that the acetabular component was position in near neutral anteversion which is a risk factor for instability, however, the root cause cannot be determined as insufficient information was available. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: wear was confirmed by a material analysis engineer however the root cause could not be determined. Further information including operative reports, surgical implant records from the surgeries, dated pre and post op x-rays/ imaging from the index and subsequent revision surgeries, outpatient office/clinic notes & implant retrieval re needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product returned and evaluated.

Event description:
Patient was getting off the toilet and felt hip become unstable. She presented with a dislocated hip. The bipolar head from the constrained liner had disengaged from the outer component. The physician performed an open reduction, where the liner was revised. Update: wear of the accolade stem was confirmed by an inspection of the returned device by a material analysis engineer.